Manufacturer narrative:
The sample from the patient was provided for investigation. Investigation of the sample confirmed an interfering factor to the assay antibody/idiotyp. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned thyroid results for 1 patient tested on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) between the customer's e801 module, an e801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the architect method. The initial results from the customer site were reported outside of the laboratory. Refer to the attached data for the patient results. The customer's e801 module serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation site was 404623 with an expiration date of jul-2020. The ft3 iii reagent lot number used with the e411 analyzer at the investigation site was 425531 with an expiration date of aug-2020.